Event description:
Guiding catheter broke within the sheath, while the physician was engaged in a femoral artery. Reportedly, the pt was required to undergo surgery for removal of the missing segment.

Manufacturer narrative:
Visual examination: the catheter exhibited a twist-type fracture, 7.0 cm distal to the strain relief. Dimensional examination: the inner diameter of the catheter's tip and the outer diameter of the body were found to be within dimensional specifications. Microscopic examination: light optical examination on the catheter fracture site revealed evidence of extreme torsion. Further evaluation using scanning electron microscopy (sem) on fractured braidwire surfaces at the catheter fracture site revealed evidence of tensile overload, as well as torsional overload. The above evidence appears to indicate that the catheter was both pulled and torqued to overload and subsequently fractured. No defects were noted in the catheter material.